Event description:
Smiths-medical insulin syringes 1 ml 29g x 1/2 inch found with rusty needles (almost all in the boxes that we received). We reported this same problem with two other lot numbers about 7 months ago.